Event description:
The user facility reported that following a completion of a diagnostic colonoscopy, the pt reportedly experienced cramps, elevated temp, and shortness of breath the following day. The pt returned to the hospital and subsequently underwent a CT scan, which reportedly revealed thickening of the colonic wall. The pt was provided medical treatment (cipro and flagyl) as a prophylactic antibiotic. The user facility reported that due to the rapid onset of symptoms, the physician suspected that the pt could have sustained chemical colitis due to retained chemical residue in the endoscope.

Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info regarding the report, and was informed that the reprocessing personnel noted clear liquid from the scope after the colonoscope has been reprocessed in the automated endoscope reprocessor (dsd), which was said to have been programmed to have been programmed to have a two-rinse cycle, alcohol flush and air flush, and then the scope is hang dry in a scope closet. The user facility was not able to provide the specific time of this observation, and it is unk if the leaking of clear liquid was noted before the procedure or after the procedure. An olympus endoscopy support specialist visited the user facility following the reported event, and provided in-service training on appropriate reprocessing of the endoscope per customer's request. The subject device was returned to olympus for eval due to the leaking at the tip of the scope. The eval was not able to duplicate the user's report, as there was no leak detected with the colonoscope. The device was serviced and was returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.